Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not take into account the amount of insulin on board (iob). Reportedly, the customer had active (iob) when blood glucose was in target range and the pump displayed a straight trending arrow which caused the customer to become hypoglycemic. Multiple attempts were made by tandem technical support to perform troubleshooting; however, the customer did not respond